Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional promus referenced \is being filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4) - indication for use, incorrect anatomy. The reported patient effect of restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the indications section of the IFU states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is unlikely that the use of the promus stent to treat in-stent restenosis in the saphenous vein graft (svg) contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2013 the patient had two unspecified promus stent implanted in the saphenous vein graft (svg) to distal 1st obtuse marginal (om1), due to chest pain and restenosis of non-abbott stents. On (B)(6) 2014, restenosis of the unspecified non-abbott stents and the promus stents was noted. As treatment, the patient underwent 3-vessel coronary artery bypass grafting (CABG) from the svg to 1st obtuse marginal (target vessel revascularization), svg to ramus (target vessel revascularization) and svg to right coronary artery rca (non-target vessel revascularization). End to end anastomosis of the svg to 1st obtuse marginal and svg to ramus was carried out to create a y-graft. The event was considered resolved without residual effects and the patient was discharged on (B)(6) 2014. No additional information was provided.